Manufacturer narrative:
Several attempts have been made to obtain images for evaluation, however, no images were not provided to gore. Due to the hypertensive crisis, which is considered the main reason for a type b dissection, therefore it is reasonable to believe that a patient condition may have contributed to the dissection which lead to the death of the patient. The available information reported in the complaint does not reasonably suggest a potential malfunction or product packaging and/or labeling issue has occurred.

Manufacturer narrative:
H3 other code and h6 code b20: the device remains implanted and therefore no product evaluation has been performed. Images was not provided. As part of our routine quality procedures, each batch of devices undergoes comprehensive quality control testing and inspections prior to release for distribution. Gore reviewed the manufacturing records associated with the reported lot number and verified that all release criteria had been met. Based on the incident description and the subsequent investigation, no further information was provided to gore, we are unable to determine the cause of this incident and assign a root cause. Per the gore® excluder® iliac branch endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention or additional intraoperative procedure time include, but are not limited to: dissection, perforation, or rupture of the aortic vessel and surrounding vasculature. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore that a gore® excluder® aaa endoprosthesis (rlt311413) and a gore® excluder® iliac branch endoprosthesis (ceb231410) was implanted on (B)(6) 2024. Everything went wonderfully and the patient went to the recovery room without any abnormalities. A few days later the patient complained of abdominal pain. The CT of the abdomen was normal. Another few days later the patient suffered severe pain in the chest area and the CT showed a type b dissection that went all the way down to the common iliac artery and compressed the rlt311413. The patient was given an emergency thoracic endovascular aortic repair (tevar) with a non-gore device (medtronoic device 42/157 mm), then transferred to intensive care, where the patient passed away a few days later. No device explant has been performed. It is reported that the patient had a hypertensive crisis, which is considered the main reason for a type b dissection.